Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they had a return of shaking, so they checked their stimulator with the patient programmer (pp) last night and the pp indicated therapy was off. They were able to turn therapy back on. They noticed last night that the pp was no longer on text mode and was displaying in icon mode. Education was provided on how to adjust between text versus icon mode and the patient was able to successfully switch back to text mode. They confirmed stimulation was on and the battery was ok.